Event description:
It was reported that the micromanipulator was misaligned, since when the joystick is in the central position the aiming beam is not in the central position. There was no patient involved.

Manufacturer narrative:
Based on review of all information available, it was determinate that the reported event of micromanipulator misaligned was confirmed, since it was noticed that the mirror piece of the device was defective, and it needed a replacement. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The instructions for use states that beam alignment checks are extremely important for the safe operation of your laser equipment. Do not use the laser or delivery system if aiming and treatment beams are not coincident; call your local lumenis representative. Misalignment of aiming and treatment beams may result in laser exposure to nontarget tissues and possible injury. Based on the analysis, a conclusion code of cause traced to component failure was assigned to this case.

Event description:
It was reported that the micromanipulator was misaligned, since when the joystick is in the central position the aiming beam is not in the central position. There was no patient involved.

Manufacturer narrative:
Based on review of all information available, it was determinate that the reported event of micromanipulator misaligned was confirmed, since it was noticed that the mirror piece of the device was defective. After that, the mirror was replaced and realigned resolving the issue, and the console passed all checks. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The instructions for use states that beam alignment checks are extremely important for the safe operation of your laser equipment. Do not use the laser or delivery system if aiming and treatment beams are not coincident; call your local lumenis representative. Misalignment of aiming and treatment beams may result in laser exposure to nontarget tissues and possible injury. Based on the analysis, a conclusion code of cause traced to component failure was assigned to this case.

Event description:
It was reported that the micromanipulator was misaligned, since when the joystick is in the central position the aiming beam is not in the central position. There was no patient involved.